Event description:
It was reported that the pt underwent inferior vena cava filter placement. Approximately 20 months post filter placement, it was identified that one of the arms of the filter was fractured and separated from the remainder of the filter. The filter and the separate fractured arm were removed.

Manufacturer narrative:
Please note that a copy of a user facility medwatch report was received and submitted. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This is the only complaint reported to date for this lot number. This lot met all release criteria. The device was retained by the user facility; therefore, a product evaluation could not be performed. Case images were requested; however, were not available. As neither images nor the product were returned, the result of the investigation was inconclusive. The root cause is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.